Manufacturer narrative:
Added patient weight to a4. Fsca number removed from h9 as this event is unrelated to the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. The issue was resolved with minimal troubleshooting, the product did not malfunction, and the event did not result in an adverse event, it is no longer considered reportable.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported that following an MRI where the device was placed into MRI mode, the patient lost their patient controller and is unable to disable MRI mode. Troubleshooting was able to resolve the issue and therapy was restored.